Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was alleged that the cartridge compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the cartridge compartment.

Manufacturer narrative:
Follow-up #2, 15-march-2017- correction to d4 serial#.

Manufacturer narrative:
Follow-up # 1 date of submission 10/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/30/2016 with the following findings: during visual inspection of the pump, it was observed that the cartridge compartment was cracked. Unrelated to the initial complaint, it was observed that the display screen was dim and discolored. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.